Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not flowing. A technical support specialist found that the patient had two profiles with different mrns but the same visit ID. The case was closed due to no reply from the user for more details on the issue. An email was sent to the customer, advising them to call the bd again if the issue still persisted. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders were not flowing. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the orders were not flowing. The customer stated that there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.